Event description:
While using the needle, we noticed that it was not taking sample like it is supposed to. When we examined the needle we could tell that the distal tip was blunt and it was missing the metal inner cannula that is usually inside the plastic sheath. When we went back into the airway we found the distal tip of the needle and the metal sheath. This was removed with forceps thru the endotracheal tube (ett). No patient harm occurred and a product failure form was filled out.